Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after implant surgery, the patient developed wound infection inflammation. All the devices were taken out in 2016. The patient did not experience more than 50% of symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.